Event description:
Analysis of the returned device found that the proximal shaft outer tubing was separated. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual examination found that the proximal shaft outer tubing was separated, but the inner braided tubing was still intact. The catheter proximal shaft outer tubing was stretched under the strain relief and distal to the strain relief. The microdelivery catheter was compressed along the shaft. The microdelivery catheter was then cut at 5.7 cm from its distal end and the stent was pushed out using a .020 mandrel. The stent was examined and no anomalies were observed. The stabilizer separated after kinking at 37.5 cm from the proximal end. It was also separated distal to the proximal site. The stabilizer was jammed in the microdelivery catheter. Attempts made to pull the stabilizer out of the catheter were not successful. The stabilizer section of the middle and distal shafts remained in the microdelivery catheter. Review and analysis of available information failed to indicate a definitive root cause.